Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a loss of connection between smart device and transmitter. Patient's mother was advised to forget all other bluetooth devices, disable then re-enable bluetooth, close all background applications, reset smart device, and wait 15 minutes for pairing to complete. Patient's mother was advised that if pairing is not successful, to uninstall and reinstall the g5 application. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on (B)(6) 2016 and could confirm the reported loss of connection. No additional patient or event information is available.